Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# / serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) , ubd: 24-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that during the routine pump replacement procedure, they were going to replace the sutureless connector of the catheter because they were unable to aspirate the catheter.